Event description:
A malfunction on the pump was reported. Despite the issue, there was no adverse impact to the customer's blood glucose level, as the customer's blood glucose reached 400 mg/dl. To address the elevated blood glucose, a correction injection via multiple daily injections (mdi) was administered by the customer. Technical support provided instructions to reset the pump, assisted in the process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears.